Event description:
It was reported that in central processing, broken wires were noticed in the pulley area on the prograsp forceps instrument and subsequently was not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be frayed at the yaw pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.